Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device went into back-up vvi mode. A device download was performed successfully. Soon after interrogation, the device went into back-up vvi again. The cause of the back-up vvi is unknown. The device was explanted. No further information is available.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) mode was confirmed in the laboratory. Review of the device image indicated two reset requests from components on the hybrid. The device was tested and the reset could not be replicated. The cause of the reset could not be determined.